Manufacturer narrative:
A smiths medical medfusion pump was returned in good physical condition but it had a damaged lens. Accuracy tests were performed and tests were found to be out of specifications. The expulsor was found to be out of specifications. The original complaint was confirmed by testing. After replacing the expulsor, the issue was alleviated.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 was over-infusing. No patient involvement.